Event description:
It was reported that pump touchscreen was less responsive. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by the customer or Technical Support in response to this event.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 13 / 2.9.1 / iOS 26.1.